Event description:
Clinical study. It was reported 6 days following a percutaneous carotid artery stenting treatment procedure that the patient experienced an adjustment disorder. The index procedure treated the 80% stenosed 6.4x15mm target lesion located in the left proximal internal carotid artery. Treatment utilized a bsc filterwire ez and the placement of a 4-9x30mm nexstent. Following post dilation with an unk device, the residual stenosis was 10%. Six days post the index procedure, prior to discharge, the patient was diagnosed with adjustment disorder. The patient has a history of depression and was seen by a psychologist for a depression evaluation. The event was felt to be due to symptoms of adjustment disorder with mixed emotional features. The patient refused any treatment options. The event was considered "not resolved". Eight days post the index procedure, the patient was discharged with an nih stroke value of 0. The event relation to the device was listed as "possible".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be ' anticipated procedural complication".